Manufacturer narrative:
The insulin pump was programed with multiple boluses and then monitored. All boluses delivered completely and the indicated amount recorded properly in the bolus history screen. No history anomaly noted during testing. The device had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was not recording bolus completely. Diabetes educator assisted customer and found that the insulin pump was not recording her boluses. Customer tried to bolus and it did not record in the history. Customer's blood glucose was 10.2mmol/l. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.